Event description:
A medtronic representative reported a navigation system that was unexpectedly unresponsive. A re-start returned the system to normal function. This system was being prepared for demo, there was no patient present.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The computer froze during professional hardware diagnostics inversion test. Replaced hard drive and the computer froze again during inversion test. Attempted once more and it still would not respond. Evidence suggests that the mother board malfunctioned. The reported event was confirmed. The computer was replaced at the site to resolve the issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Suspect computer has not been returned to manufacturer for evaluation.